Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account reported that the patient expired due to intracerebral bleeding. No autopsy was performed and the lvad was not explanted. The hmii lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired due to intracerebral bleeding. No autopsy performed, the device was not explanted. No further information was provided.